Manufacturer narrative:
B5 narrative was updated. Health effect - impact code f26 no patient consequence was corrected to f02 death.

Event description:
66-year-old patient with history of persistent ventricular arrhythmias including ventricular fibrillation, presented from an outside hospital in cardiac arrest. Regained rosc and proceeded to cath lab for ablation but procedure terminated for hemodynamic instability. Over the next day had additional ventricular arrythmias requiring multiple vasopressors and taken to cath lab for placement of cp and extracorporeal membrane oxygenation (ECMO) since his ejection fraction fell to 15% from 25%. During impella cp support, it was noted that there was a high-pitched noise coming from aic near the purge door. Over the next few days, he required escalation to 5.5 and did not improve. His family decided to withdraw care. The death is being conservatively reported on the aic during impella cp support, as the purge cassette issue most likely did not cause the death.

Manufacturer narrative:
D1 brand name was updated. The cause of the high pitched noise could not be determined due to the inability to reproduce the issue. The specific cause of the purge disc's connection/disconnection difficulty was not determined, but it could be related to a retainer malfunction (unrelated to the reported failure mode).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 66-year-old male patient presenting in cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on an extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a high-pitched noise coming from the automated impella controller (aic) near the purge door. The purge cassette was replaced and resolved the issue. The purge cassette will be conservatively reported, however the exchange was performed with no consequence to the patient and support. About two weeks after insertion, the family elected to withdraw care, and the patient expired on support. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with cardiomyopathy complicated by cardiogenic shock, along with the complications of stage e shock.